Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were in the hospital due to a mild stroke. The patient stated that it was their fifth stroke and that they wanted to do an MRI of the head/neck, but were afraid to do so. It was noted that the MRI was not related to the device, but the patient wasn¿t sure if the strokes were. The patient was redirected to their healthcare provider (hcp) to discuss the issue. It was noted that the stroke occurred about a week prior to the date of this report. No further complications were reported. Indications for use are spinal pain, peripheral neuropathy, and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-06-08. The hcp reported that they did not have the results of the MRI performed as the MRI was not done at their institution.